Event description:
Reporter states customer reportedly received result in the 300's (mg/dl) and result of 170mg/dl within 10 minutes on the compact plus system. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.